Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer reported that the drawer was not opening and required maintenance. There was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a medication jam. The field service engineer stated that the customer cleared the medication jam and resolved the issue. The system functioned as intended after the customer resolved the issue.